Event description:
The facility reports the staff was moving the patient to a table for treatment. They stopped short of the table, the hanger bolt broke and the patient fell to the floor. The patient suffered a cut on the back of their head and was hospitalized.